Event description:
A report was received that during the third suction using a close suction procedure the catheter cone adapter and the control valve separated. The site had been exchanging the trach care every 24 hours. There was no info provided prior to or subsequent to the incident. There were no pt injuries or medical intervention reported.